Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature ¿ moisture ingress) issue. Reportedly, the pump had been exposed to a swimming pool/tub and there was moisture in the pump. The reporter denied any physical damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the black box and pump histories did not find any activity outside normal use. The pump powered on normally and did not draw excessive current. The complaint of a temperature issue could not be confirmed or duplicated on investigation. Investigation revealed moisture damage on the printed circuit board. Leak testing revealed a casing leak and a display lens leak. (B)(4).